Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of cardiovascular complications and death.

Event description:
Dexcom was made aware on 05/26/2016 that on (B)(6) 2016, the patient passed away. Patient's wife reported that the patient was unresponsive at home and called emergency medical technicians (emts). Emts arrived and transported patient to hospital where he was pronounce dead on arrival. Patient was wearing was the continuous glucose monitor (cgm) at the time of death. No additional event or patient information is available. There was no alleged device malfunction. No product or data was returned for evaluation. A certificate of death was provided. Death certificate indicated that the immediate cause of death was determined to be atherosclerotic and hypertensive cardio disease. Diabetes mellitus was another condition which contributed to death.